Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that the advia centaur xp instrument messaged that the pack ID: 12592 obs (onboard stability) had expired. Siemens reviewed the cancer atingen (ca 15-3) reagent lot 043179 and confirmed the expiration is due on 29-april-2020. The customer stated that they did not know the expiration date and used the present date (e.g., 25-february-2020) as the obs. After noticing the issue and performing troubleshooting, the customer used the correct expiration date and performed repeat testing to obtain the correct results. Siemens evaluated the event and concluded that the customer's handling of the reagent was inappropriate. The user had incorrectly entered the expiration date, and caused the results to be zero due to expired obs. The customer resolved the issue and the instrument is operating within specifications. The cause of the event is due to a use error. No further evaluation of the device is required.

Event description:
The customer obtained five discordant, falsely depressed, cancer antigen (ca 15-3) test results on an advia centaur xp instrument. The customer informs that discordant results were not reported to the physician(s). The same samples and instrument were used to perform repeat testing. The customer informs that correct results were obtained and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca 15-3 results.